Manufacturer narrative:
The promus premier ous mr 16 x 4.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08/06/2021. It was reported that crossing difficulties occurred. The target lesion was located in a stenosed and calcified left anterior descending artery. The 16 x 4.00 promus premier drug eluting stent was advanced for treatment but could not cross the lesion. The device was removed and the procedure completed with another of the same device. There were no complications reported and the patient status following the procedure was stable. However, returned device analysis revealed stent damage.